Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break and balloon deflation failure occurred. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. The balloon was inflated at 24 atmospheres on the third inflation. However, it was noted that the distal part of the shaft was split and the balloon was unable to be deflated. The balloon was able to eventually deflate at 60 to 70% and the device was able to be completely removed from the patient's body. Additionally, during device removal, the contrast agent leaked from the guide catheter. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and lumen. Microscopic inspection revealed balloon bunching at the distal end. Microscopic inspection of the markerbands found no irregularity or defects. Microscopic inspection revealed that the outer shaft perforated (burst) 5mm proximal from the proximal weld and the perforation was 8mm in length. The outer shaft was also damaged (buckling) for 2mm, directly proximal of the proximal weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the complaint device was inflated to 24atm and the dfu states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
It was reported that shaft break and balloon deflation failure occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated at 24 atmospheres on the third inflation. However, it was noted that the distal part of the shaft was split and the balloon was unable to be deflated. The balloon was able to eventually deflate at 60 to 70% and the device was able to be completely removed from the patient's body. Additionally, during device removal, the contrast agent leaked from the guide catheter. The procedure was completed with this device. No patient complications were reported and the patient's status was good.